Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 350cc mentor smooth round moderate plus profile saline breast prostheses and experienced bilateral local reaction (swelling) and anisomastia post-operatively. The patient reported that her breasts were getting smaller after a swelling. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed. Non-conformances were identified related to device malfunction and will be handled through mentor's quality system. FDA correction/ removal reporting no.: 3005423519-10/12/2021-001-r. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 21, 2023, mentor received additional information regarding the initial reporter's contact information. The initial reporter email has been updated to (B)(6) in section e of this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 04, 2023, mentor received additional information regarding what the patient was experiencing. The patient reported having a lot of pain. If additional information is received, mentor will submit a supplemental report accordingly. Manufacturer¿s reference number: (B)(4).